Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a vistec sponge. The customer stated that the gauze sponges are shredding prior to use and during use.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.